Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information: it was reported that during a da vinci-assisted inguinal hernia surgical procedure, the force bipolar forceps instrument's jaws became stuck on peritoneal tissue. The instrument's release key was attempted to release the tissue from the instrument's jaws; however, it was unsuccessful. The force bipolar jaws were pulling the tissue during the attempt to open. The surgeon elected to excise the trapped peritoneal tissue to release the instrument. The instrument was unable to be removed through the cannula. The force bipolar forceps and the trocar were removed together. The surgeon then sutured the defect from the excision of the peritoneal tissue. A backup force bipolar was opened and used for the remainder of the procedure. The procedure was completed robotically. The patient is recovering well. Device evaluation: intuitive surgical inc. (Isi) received the force bipolar forceps instrument associated with this complaint. Failure analysis confirmed the reported event. Failure analysis found the primary finding of instrument conductor wire dislodged-distal to be related to the customer reported complaint. The instrument was found to have a segment of the conductor wire dislodged and sticking out from the distal clevis. A loop of wire was sticking out such that the wire protruded above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed an electrical continuity test. For clarification, the conductor wire within the grip hub was preventing full articulation at the distal tip. Components adjacent to the dislodged wire did not show damage.

Manufacturer narrative:
Isi has received the force bipolar instrument for failure analysis evaluation. However, as of the date of this report, the evaluation of the instrument has not been completed.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the force bipolar instrument's jaws became stuck on tissue. The customer attempted unsuccessfully to use an instrument release key (irk) to open the jaws of the instrument and release the tissue. The jaws of the force bipolar instrument were pulling the tissue during the attempt to open the instrument's jaws. The surgeon elected to cut the trapped tissue free and was able to remove the instrument. A backup force bipolar instrument was opened and used for the remainder of the procedure. The procedure was completed robotically. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.